Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a post-implant check, high, out of range hv lead impedance on the rv - svc and svc - can vectors were observed. Programming changes were made, and a successful dft was performed. The patient was doing well afterwards.